Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -11.50. Device evaluated by manufacturer? No: lens not returned. (B)(4). Method: evaluation method: lens work order search results: evaluation results: a lens work order search revealed one similar complaint within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6, -11.50 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting and the patient had a shallow chamber. The lens was exchanged for a shorter lens and the problem was resolved. Post -op visit on (B)(6) 2015, uncorrected visual acuity: 20/20.